Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that a patient presented for follow up three days after implantation procedure, the atrial lead was found to be not capturing. Dislodgement of the atrial lead was observed. The lead was explanted and replaced. The patient was stable.